Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act button on the insulin pump has an intermittent response. Blood glucose value was 193 mg/dl. The insulin pump would be replaced and returned for analysis.